Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the multifunction cable on the device had an intermittent connection which resulted in the loss of ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.